Event description:
Our son was using the omnipod insulin system, he was given insulin, through his pod for breakfast in the morning, his blood sugar was in range. It was a pod change day, so before going to school I applied a new pod and my son went to school. My son then ate a snack which required insulin at 9:30am, and his blood sugar started to rise. He was given another correction and his blood sugar continued to rise. His blood sugar climbed to 411 before lunch. He was given insulin, and 45 mins after lunch his blood sugar read "high" meaning he was over 600. His ketones were checked via blood and he had 0.6 so he was forming ketones and had a high blood sugar due to pod not delivering any insulin. The pod did not alarm or alert that it was malfunctioning. It required several injections of insulin through a syringe in order to get his blood sugar to come down.